Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd unknown pivc needle through catheter. It was reported by the customer that needle of IV went through the side of the catheter. Rcc received a complaint via phone. Needle of IV went through the side of the catheter patient had to stuck again for IV placement. Same issue occurred twice.

Event description:
No new information.

Manufacturer narrative:
The complaint that the needle went through the side of the catheter was confirmed and the cause appeared to be associated with use. Two photographs were provided for investigation. The photos showed a 20g insyte autoguard bc IV catheter with evidence of use. The needle was protruding through the IV catheter tubing and the section of tubing between the catheter tip and needle puncture site contained what appeared to be blood residue, which suggested that the catheter tubing was punctured after the vessel was accessed. The instructions for use (IFU) warn that if the needle is partially or completely withdrawn from the catheter tubing during insertion, do not re-insert the needle into the catheter tubing as damage may occur. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.